Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient underwent surgery where the ipg was explanted and replaced on (B)(6) 2016. The patient's system was turned on and the patient's stimulation was restored.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. UDI(di): (B)(4).

Event description:
It was reported the patient did not charge the ipg as recommended. As a result the ipg displayed a communication error. An sjm representative determined the ipg was depleted. Surgical intervention is planned to address the issue.